Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded lcd board. No beeping, full segment display, or frozen display noted. Moisture damage found on keypad traces, electronic assembly, and motor home switch. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and was not working properly. Fluid was visible under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.